Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information: the inserter was returned for evaluation. Visual inspection of the device found a haptic plate on the side of the plunger and foreign matter believed to be viscoelastic in body and drawer. No damage to the device or anomalies were identified. The lot number was not provided, therefore, a lot history review could not be performed. Based on the information received a definitive root cause could not be determined. However, in the surgeon''s opinion, loading error was most likely the cause of the iol damage.

Event description:
It was reported that the lens was implanted and removed due to the haptic that was cut off. The incision was enlarged and sutures were required. Implanted the back up lens with no issues. Reportedly, the pt is doing well. In the surgeon's opinion, loading error was most likely the cause of the iol damage. This event refers to the pt's left eye. Reference MDR #(B)(4) for the lens used in the event.